Manufacturer narrative:
H2) correction: d4 model number updated. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a error "high pressure" in the ehl and when inserting batteries to power up the pump the double beeping no cassette alarm occurred. The cause of the customer reported problem was a contaminated downstream occlusion (dso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a double beeping. The product fault occurred during testing. The device issue was not related to physical damage/abuse and there was unknown delay of therapy, no patient involvement and no patient harm/adverse event reported.